Event description:
It was reported that a patient experienced chest pain and a pericardial effusion. A pulsed field ablation (pfa) procedure was completed successfully with a farawave catheter. After the case the physician checked for effusion and nothing was found. Several hours later, the patient reported chest pain and an effusion was found. The physician performed a pericardial tap. The patient was kept for observation and had recovered successfully from the event. The physician confirmed a perforation occurred with the intracardiac echocardiography (ice) catheter on the right ventricle.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.